Event description:
Caller alleged discrepant precision results using the inratio2 meter. Results as follows: date: (B)(6) 2010, inratio (lot # 243699): 4.1, inratio (lot # 234130): 1.8. Used two different fingers for each test.

Manufacturer narrative:
Investigation pending.